Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: g1; g3; h2; h6 and h11. Corrected fields: e4; g2. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer: sampling date: not provided. Sampling from: suction channel. Cfu: 53; 35 and 18 colony forming unit (cfu) respectively. Bacterial identification: bacteria or fungi; microbacterium paraoxydans; brevibacterium, respectively. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus, therefore the user request was confirmed. After decontamination, the device was tested positive again. Third hygiene microbiological investigation (hmi) test performed after repair was negative. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the videoscope tested positive for 35 cfus of microbacterium paraoxydans, and 18 cfus of brevibacterium. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.